Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed, which found that the burr would not insert into the device. Therefore, the reported condition was confirmed. It was determined that worn or loose bearings can cause a situation where the cutter cannot be inserted as the bearing are no longer in axial alignment. The assignable root cause was determined to be due to misuse and or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the burr/cutter device could not "go into" the attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.